Manufacturer narrative:
Based on the claim against the product by the customer noting the permanent cautery hook (pch) instrument had the wire at the tip broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Failure analysis found the primary finding of broken main tube to be related to the customer reported complaint. The permanent cautery hook instrument was analyzed and found to have the main tube broken. A piece measuring proximately 0.038¿ x 0.051¿ was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook (pch) instrument had the wire at the tip broken. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the site confirmed that no fragment fell inside the patient.